Event description:
Customer call to report the pump was continually alarming e-17 and they had been hospitalized for high sugars. Technician began troubleshooting, but the customer does not feel comfortable using the device and requested a replacement.